Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a soft tip cannula would not go smoothly through the entry trocar during surgery. An alternate cannula was obtained in order to perform the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of product not going smoothly through trocar therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one is of a soft tip cannula and photo number two is of a tyvek. The reported product and lot information is confirmed however, the reported issue cannot be confirmed in the photo. A sample was not received at the manufacturing site and the product was processed and released according to acceptance criteria therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).